Event description:
It was reported that when checking the battery status from the board, the device showed an advisory 45 (not at "home" position after power-on/restart). Biomed stated that the error 45 would not let him check the battery status and the board would not allow him to go into rotate shift to home menu to clear.

Manufacturer narrative:
The autopulse platform (sn (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the platform showed no damage. Reported complaint was not confirmed during testing. The platform was able to go into admin menu and rotated the drive shaft with no issues while ua 45 (not at "home" position after power-on/restart) occurred. The board passed final test. No adverse event reported.